Event description:
Medtronic received information that prior to use of an affinity nt oxygenator, it was reported that when the perfusionist was purging the oxygenator there was saline solution leaking from the oxygenator and falling to the floor, so it was necessary to change it. There was no patient involvement, so no adverse effect occurred. There are 3 possible lot numbers for the device, 232573873, 232573875 and 232573876.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.